Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing date: 33260762 2018-07-02. 33259409 2018-07-02. Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2019-00240, 9610905-2019-00241.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible lot numbers 33259409 or 33260762.

Event description:
It was reported screws were removed due to the patient's complaint of pain unrelated to the implants.